Event description:
Pharmacist reported leaking valve. Can hook up hub to hub and there is no leak. If they hook up with end cap, it leaks. No problem with flo guard pump; however, they have problems with curlin pump. There was no pt harm and no medical intervention was required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.